Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported during implantation of an impella cp device to a patient experiencing acute myocardial infarction/cardiogenic shock, the automated impella controller displayed and sounded a "purge disc not detected" alarm. The physician noticed a leak at the purge disk membrane. However, before the purge cassette could be replaced, the impella cp pump stopped. Additionally, it was noticed that the pump had pulled into the aorta. The pump was ultimately, successfully explanted, and the patient's outcome as a result of the event was noted as stable.

Manufacturer narrative:
The investigation for the pump stop and the positioning issues has been completed. An impella cp was successfully delivered through the right femoral artery of the patient. During the case, it was noted that the pump was pulled into the aorta. This was part of the explant. About 5 hours into support, the "purge line click-on not detected" alarm sounded. A leak at the purge disc membrane was discovered. The purge cassette was not replaced because there were none available. The pump stopped within the next 30 minutes and could not be restarted. The root cause of the pump stop was most likely a purge leak at the purge disc membrane as reported in the clinical details. It was later reported that the blue holder was broken off of the aic, which most likely occurred while repositioning the holder. The root cause of the purge leak was most likely a damaged purge disc as reported in the clinical details.